Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Tandem technical support verified there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading, which caused control iq software to deliver a correction bolus based on inaccurate readings. Reportedly, the cgm bg reading was 85 mg/dl, and the meter bg reading was 42 mg/dl. The customer consumed carbohydrates to address the low bg. No additional patient or event information was available.